Event description:
It was reported that the ok button is not working correctly. It was also reported that the pump is not exposed to water and there is no sign of keypad peeling or damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.